Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report; implanted.

Event description:
As per a voicemail from patient's wife, her husband is experiencing black and blue in the knee and stiffness. Patient would also like to know if his implants are part of recall.